Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: while attempting to deploy the smart control stent in the right superficial femoral artery it was noted that the outer sheath would not retract properly and the stent would not deploy. When removing the delivery system the stent unexpectedly deployed in an unintended location approximately 3cm distal to the target lesion. An additional stent was placed to fully cover the lesion. The target lesion was located in the right superficial femoral artery with mild calcification and no tortuosity with a 100% stenosis (cto). The length and reference diameter of the lesion was unknown. There was no thrombus present proximal to, at or distal to the lesion. An approach was made from the left femoral artery. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. The stent delivery system (sds) did not pass through any acute bends or through a previously placed stent. The smart control locking pin was in place during advancement and the handle of the sds was flat and straight outside of the patient. When the physician attempted to deploy the stent, he could not retract the outer sheath well. The locking pin was removed before attempting to deploy the stent. The device did not kink or bend at any time during the procedure, and none of the concomitant devices were kinked or bent. No unusual force was applied during advancement of the stent. After deployment, the sds was easily removed from the patient. The procedure was finished successfully. There was no reported patient injury. Review of lot 15976963 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The stent remains implanted in the patient, and the stent delivery system will not be returned for analysis. A device history record (DHR ) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: non-cordis stent: misago, terumo.

Event description:
As reported by the affiliate, the 7x150mm smart control stent prematurely deployed at an unexpected place during removal. Another non-cordis stent was used in order to cover the lesion. There was no patient injury. The target lesion was located in the right superficial femoral artery with mild calcification and no tortuosity. The rate of stenosis was 100% (cto). The length and reference diameter of the lesion was unknown. There was no thrombus present proximal to, at or distal to the lesion. An approach was made from the left femoral artery. For the procedure, a 7x150 smart control stent was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. Then, the physician delivered the 7x150mm smart stent to the lesion. The stent delivery system (sds) did not pass through any acute bends or through a previously placed stent. The smart control locking pin was in place during advancement. The handle of the sds was flat and straight outside of the patient. When the physician attempted to deploy the stent, he could not retract the outer sheath well. The locking pin was removed before attempting to deploy the stent. The device did not kink/bent at any time during the procedure, and none of the concomitant devices were kinked/bent. No unusual force was applied during advancement of the stent. None of the stent had been deployed, despite the attempt. Therefore, the stent was going to be removed, but it was deployed at the unexpected place and was placed at approximately 3cm distally from the target lesion. After deployment, the sds was easily removed from the patient. Since the target lesion was not fully stented, the target lesion was fully covered with another non-cordis stent. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis.